Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced basic evaluation (be) for urge incontinence. It was reported that the trial patient was seeing a new symptom today, ¿something different¿ as they were getting a sense of urgency and not expelling urine. They wondered if increasing the stimulation would relieve this sensation/symptom. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was advised that they contact their clinician for the issue. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.